Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.

Event description:
Healthcare professional reported "Suspected/Actual Rupture/Deflation, Need for Biopsy/Tumor". This record is for the right side. Device was explanted.